Manufacturer narrative:
Investigation findings-424, investigation conclusions-2306. Per visual inspection: no physical damage to cartridge holder. Cartridge holder locks properly in place. Inpen was received with missing front cap shell. The inpen paired to the commercial app. Inpen passed baseline and wireless functionality. App logbook displayed: 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u. Inpen passed displacement dose accuracy. Inpen failed dialing alignment. The tick mark dose not align in the gage window when dialing multiple doses. Two tick marks appear in dose window. Unable to determine front cap anomaly due to inpen was received with no front cap shell. In conclusion: dose log/report data inaccuracy was not confirmed. However, inpen failed dialing alignment inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced dose log/report data inaccuracy. The customer reported no adverse event. The event involved product(s) mmt-105nngyna. Troubleshooting was performed and the intended dose amount and dose amount recorded in the inpen application (logbook or home screen) was greater than 1.0 unit. No harm requiring medical intervention was reported. Mmt-105nngyna was requested and customer response was the device will be returned.